Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis with scratched screen. The moment the device was powered up the device started double beeping. The cause of the issue is the downstream sensor which will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed constant beeping. There was no patient involvement.